Event description:
The user facility reported that the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, and no clinically significant delay.

Manufacturer narrative:
H3 other text: device not available.

Event description:
The user facility reported that the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, and no clinically significant delay.